Event description:
In early 2009, the lay pt's mother contacted lifescan (lfs) alleging a strip issue with the pt's one touch ultra smart system. The medical affairs specialist (mas) classified the complaint based on the customer care advocate (cca) documentation. The mother alleged the following: they tested the pt and obtained a result of 424 mg/dl at about 8:49 pm in late 2008. At about 11:26 pm, they retested the pt and reportedly obtained a result of 554 mg/dl on the lfs product. The pt's father then gave the pt 4 units of humalog insulin. The next day at about 12:48 am, the pt hallucinated and had a seizure. A result of 28 mg/dl was obtained on the lfs meter. Ems was summoned. Emt's reportedly obtained a reading of 37 on their meter. The pt was taken to the hosp where a result of 51 was obtained. Info regarding the pt's treatment was not provided. While at the hosp, the mother obtained a result of 367 mg/dl on the lfs product compared to a result of 149 on the hosp meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <= 30 mg/dl. The cca noted that correct testing technique was followed. The pt's products were replaced. This complaint is reported because the pt's parent alleges the pt experienced hypoglycemia and had a seizure after a result of 554 mg/dl was obtained on the lfs product and the pt received 4 units of humalog insulin.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.